Event description:
It was reported that a balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the rotawire was exchanged with a non-bsc wire after performing rotablation. Subsequently, the balloon was used for bed preparation but it burst upon second inflation at 10 atmosphere for 3 seconds. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported.